Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a separated guide wire was able to be confirmed by the photos as they revealed separation of the guide wire coil and core wires in a clinical setting. Large amounts of biological material were observed within the catheter and on the guide wire body. No defects or anomalies were observed with the pictured catheter. Without the sample returned for analysis, a complete visual inspection to evaluate the cause of the damage could not be performed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a separated guide wire was confirmed by visual inspection of the customer supplied photo. The image shows a used guide wire with evidence of separation, however, full complaint verification testing to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during central venous catheterization, withdrawal of the guidewire encountered resistance, and after pulling it out, the anterior end of the guidewire was found to be bifurcated and was found to be broken, fearing that the other half was in the patient's blood vessel, the catheter was immediately withdrawn, and the other half of the guidewire was found to be in the catheter, and the catheter was re-catheterized." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during central venous catheterization, withdrawal of the guidewire encountered resistance, and after pulling it out, the anterior end of the guidewire was found to be bifurcated and was found to be broken, fearing that the other half was in the patient's blood vessel, the catheter was immediately withdrawn, and the other half of the guidewire was found to be in the catheter, and the catheter was re-catheterized." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".